Event description:
Additional information was received. It was reported that the cause of the event appeared to be that the patient's medications needed adjustment. No new programming changes had been made at the physician's office at the time of report. It was reported that the patient had dyskinesia, freezing, and difficulty with the sit to stand motion. It was noted that the patient may have received programming at a different physician's office. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a available.

Event description:
Follow up from the health care provider reported the event was not caused by the deep brain stimulator, it was "unchanged from prior baseline." It was noted there was an open circuit on electrode 3. The patient did not require hospitalization and there was injury to the patient.

Event description:
It was reported that the patient experienced lethargy and was very tired when stimulation was turned on. When the patient checked her device with her patient programmer last weekend, the last weekend in (B)(6), she discovered it was turned off. The patient turned stimulation back on using her programmer. She stated that this weekend she was under stress, was "falling" and having troubles with balance more frequently while stimulation was turned on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v902684, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v902684, implanted: (B)(6) 2012, product type: lead.(B)(4).